Event description:
It was reported the customer was hospitalized for 10 days for surgery on their spine. The customer's spouse also stated the hospitalization was not diabetes related. The customer stated the event was related to the customer's vertebrate. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.